Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient's left ventricular out flow tract (lvot) tapered significantly from the annulus. The patient's anatomy caused the valve to dislodge several times. Once the valve had been recaptured four times, it was removed from the patient and a new valve was used for implant. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID evfxplus-23 (serial: (B)(6) ); product type: 0195-heart valves product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Method code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.